Manufacturer narrative:
(B)(4). Batch # n56u10. Additional information requested and received: it was reported that the knife was found at the end. Was the knife fully advanced to the distal tip with the jaws in the closed position? Please explain. Did the jaws eventually open? If no, how was the device removed from the tissue? How was the procedure completed? Lot m4hx4z is a for a green tr45g reload, but a white tr45w reload was reported. Please confirm the correct product code and lot number of the reload. The knife could not be retracted back and was stuck distally, the surgeon used clamps and ties to control the vessels and removed the stapler without opening along with the tissue. The procedure was completed with ties and clips. By mistake the wrong code was quoted, the actual code is tr45w and the lot number is m4hx4z. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during an unknown procedure, after firing the device, the surgeon found it difficult to open the stapler and had to remove as such; the knife was found at the end. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device and one reload will be returned. (B)(4).